Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 595mg/dl, and she was treated with manual injections. It was stated that the customer experienced nausea and vomiting prior her admission. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.